Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) pacing impedances of greater than 2000 ohms were observed, with a competitive rv lead. It was noted that the physician followed all the steps for implanting this device, and that the rv lead had been taken out and reinserted into the header. Subsequent measurements were 700 ohms, then 1400 ohms, then greater than 2000 ohms on the third attempt. This lead was also checked in the atrial port of the device and the same issue was observed. Defibrillation threshold (dft) testing was noted to have been performed and with normal measurements. Technical services (ts) discussed that it sounded like a connection issue, and offered several troubleshooting options. Additional information was provided that a revision procedure was performed, during which the leads were re-attached to the device and normal impedances were noted. To date, there have been no adverse patient effects reported. Additional information was provided that high shock impedances of greater than 125 ohms were noted. It was noted that shock impedances had been out of range since the revision procedure to correct the high rv pacing impedances. It was also noted that the device was implanted sub-pectorally, thus the subpectoral implant 2009 (12/1/2009) advisory was questioned. Ts discussed several troubleshooting options. A revision procedure was performed, during which the device was replaced. It was noted that shock impedances were 79 ohms with high energy shock and greater than 125 ohms with low energy test. A new device was implanted without further noted issues. The explanted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
--